Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a hypoglycemic event at around 5 am in the morning. Patient self-treated with orange juice and went to the see the doctor. While on the phone with dexcom technical support, audible and vibratory alerts were triggered and only the vibratory alerts were heard. Since patient is unable to provide cgm data, dexcom is seeking for patient to return cgm in order for dexcom to investigate the device and the data around the time of the event. At the time of patient's call to dexcom technical support, patient was feeling better.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective g4 speaker assembly (B)(4).